Manufacturer narrative:
Device evaluated by MFR: only the rotablator advancer unit was returned. The handshake connection was found to be bent when the advancer knob was placed in a forward position. The distal shaft of the catheter unit was also returned without the remaining catheter housing etc. Analysis of the proximal end of the burr shows the shaft was stretched and broken. The proximal coil was cut. The rotablator catheter unit could not be wet tested as per procedure due to the missing catheter components. The burr was microscopically examined and the annulus of the burr was found to be misshapen and damaged. There was no scratches that exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID#: 2134265-2011-02542. It was reported that during a percutaneous rotational atherectomy treatment procedure, a wire fracture and removal difficulties occurred. Vascular access was gained via the femoral artery. The 90% stenosed lesion was located in the severely calcified and severely tortuous proximal to distal left anterior descending artery (lad). The lad had a 20 degree curve, exact location unknown. Pre-dilatation was performed with an unspecified balloon. Following advancement of the 1.25mm rotalink plus burr on the floppy rotawire guide wire, the physician treated the proximal lesion with 5 ablations successfully crossing the lesion. The maximum speed drop during ablation was 10,000 rpms. The physician then treated the proximal portion of the mid lad lesion with ablation, completing 3 runs. The physician then advanced the burr to the distal portion of the mid lad lesion, ablating 3 times, however the physician encountered difficulty ablating the distal lesion. Rotational speed of the burr was 178,000 with no significant drop during ablation. The burr jumped over the distal portion of the mid lad lesion when the physician again attempted ablation, and the burr became stuck in the lesion and the guide wire spring tip fractured. It was reported that the burr did not come in contact with the spring tip of the guide wire. The physician cut the drive shaft of the rotalink plus burr and advanced a 5fr guide catheter in addition to pulling the remaining drive shaft in an attempt to retrieve the burr, however this was unsuccessful. The patient went to surgery, and the burr was noted to have penetrated the cardiac muscle but did not penetrate the pericardium. The burr and wire fragment were removed from the patient and CABG was performed. The patient has been discharged from the hospital and the patient's condition is listed as stable.

Event description:
Same case as MDR ID#: 2134265-2011-02542. It was reported that during a percutaneous rotational atherectomy treatment procedure, a wire fracture and removal difficulties occurred. Vascular access was gained via the femoral artery. The 90% stenosed lesion was located in the severely calcified and severely tortuous proximal to distal left anterior descending artery (lad). The lad had a 20 degree curve, exact location unknown. Pre-dilatation was performed with an unspecified balloon. Following advancement of the 1.25mm rotalink plus burr on the floppy rotawire guide wire, the physician treated the proximal lesion with 5 ablations successfully crossing the lesion. The maximum speed drop during ablation was 10,000 rpms. The physician then treated the proximal portion of the mid lad lesion with ablation, completing 3 runs. The physician then advanced the burr to the distal portion of the mid lad lesion, ablating 3 times, however the physician encountered difficulty ablating the distal lesion. Rotational speed of the burr was 178,000 with no significant drop during ablation. The burr jumped over the distal portion of the mid lad lesion when the physician again attempted ablation, and the burr became stuck in the lesion and the guide wire spring tip fractured. It was reported that the burr did not come in contact with the spring tip of the guide wire. The physician cut the drive shaft of the rotalink plus burr and advanced a 5fr guide catheter in addition to pulling the remaining drive shaft in an attempt to retrieve the burr, however this was unsuccessful. The patient went to surgery, and the burr was noted to have penetrated the cardiac muscle but did not penetrate the pericardium. The burr and wire fragment were removed from the patient and CABG was performed. The patient has been discharged from the hospital and the patient's condition is listed as stable.